Event description:
The manufacturer received information indicating a simplygo mini was not charging the internal battery. The device was returned to a third party service center for further evaluation. While at a third party service center, the device allegedly caught fire. The device was not in patient use. There was no harm or injury and no user involvement. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a simplygo mini was allegedly not charging the internal battery. The device was returned to a third party service center for further evaluation. While at a third party service center, the device allegedly caught fire. The device was not in patient use. There was no harm or injury and no user involvement. The device was evaluated by a third party and confirmed the single li-ion cell failed and experienced a thermal runaway. This resulted in the discharge of the internal components of the cell. The discharge caused thermal damage to the device. The device is not returning to the manufacturer for additional investigation.

Manufacturer narrative:
The manufacturer previously reported that a simply mini was allegedly not charging the internal battery. The device was returned to a third party service center for further evaluation. While at the third party service center, the device allegedly caught fire. The device was not in patient use. There was no harm or inury and no user involvement. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.